Manufacturer narrative:
The pump was unable to communicate to the meter and received an rf pic failed selftest during the self test due to a problem isolated to the rf board.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had rf pic failed self test. The customer¿s blood glucose was 167 mg/dl at the time of incident. Customer reports they were able to clear the alarm and able to complete rewind the pump. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.